Event description:
Physician used delivery forceps to assist with delivery of infant. After examination of newborn it was noticed that a laceration to rt eye lid was sustained. The forceps appear to be smooth and free of any defects.